Event description:
Reportedly, during initial testing of the lead using the psa, all parameters were within normal limits. However, after the physician connected the lead to the pacemaker and further testing was performed, the impedance was found to be out of range. The physician attempted to disconnect and reconnect the lead, but the issue persisted. The lead was also wiped to ensure there was no blood contamination, yet the impedance remained higher. The physician decided to remove the lead and to implant a new one.

Manufacturer narrative:
Summary of the investigation: a thorough re-investigation of the manufacturing process confirmed that all production steps were carried out in accordance with defined procedures. No deviations or anomalies were identified that could be linked to the reported issue. X-rays analysis of the lead was performed to assess the integrity of different components, including the fixation mechanism, is-1 connector pin, outer coil, and the inner coil responsible for actuating the screw mechanism. A slight bending or torsion of the inner coil was observed, potentially resulting from multiple repositioning attempts or an excessive number of turns during the implantation. All other components appeared intact and free from damage. Complementary in-depth electrical testing was conducted under dry and wet conditions. The lead was segmented into proximal, body, and distal sections for impedance analysis. Results revealed an abnormally low impedance in the body segment in wet conditions, indicating an insulation defect consistent with a short circuit. Further internal inspection revealed a cut in the insulation located approximately 22.15 cm from the connector pin. This damage coincides with an external cut previously observed on the outer tubbing. The alignment of both cuts suggests that the lead was inadvertently damaged during manipulation at the time of implantation. This mechanical damage is considered the likely cause of the abnormal impedance values reported by the physician. Based on the available evidence, the issue is not suspected to be related to a manufacturing or product defect. The investigation results are retained and utilized for trending purposes. For more details, please refer to the attached report analysis.

Event description:
Reportely, during initial testing of the lead using the psa, all parameters were within normal limits. However, after the physician connected the lead to the pacemacker and further testing was performed, the impedance was found to be out of range. The physician attempted to disconnect and reconnect the lead, but the issue persisted. The lead was also wiped to ensure there was no blood contamination, yet the impedance remained higher. The physician decided to remove the lead and to implant a new one